Manufacturer narrative:
MFR's report date 05/07/98. File 03-98-208. The sample was not returned to the manufacturer for evaluation. Two unused samples in unopened packages were returned and evaluated. Visual and functional testing revealed no anomalies. Both sets were pressure tested and no leaks were observed. The sets were primed and operated on a pump for several hours at different rates. Co was unable to duplicate any air or bubbles in the set of either sample. It is not known what may have caused the noted issue.

Event description:
It was reported that air was noted in the tubing to the pt. There was no resultant pt complication.